Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer confirmed that the footswitch treadle and side switches are working. The customer did not know which surgeon originally reported the event, but noted that the most likely cause was that the footswitch was not programmed as the surgeon would like. The customer did not request service for the system. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
An operating room supervisor reported that the side switches on the footswitch were not performing the operations the surgeon expected during a cataract with intraocular lens implant procedure. The case was completed with another system with less than a 15 minute delay. There was no harm to the pt.